Event description:
It was reported by the distributor the 511sd trocar had a tear in the gasket and leaked pneumo. There was no additional info available. The distributor also reports the customer had difficulty with the ebf01 not "heating up". The distributor doesn't know if the products were used on the same case or separate cases. There was no consequence to the pt with either product. The rep reports a 511sd and a 355ld were used during this procedure. He stated the ebf01 was not used during this procedure and the contact person confirmed this. The rep reports the 355sd safety shield would not retract. A new 511sd and a new 355ld were pulled to complete the case.